Event description:
It was reported that during an attempt to place the vena cava filter delivery system, the marker band detached. The detached marker was located near the access site under the skin. The marker was removed and a new filter was successfully deployed without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.